Manufacturer narrative:
Additional info: b.5 although requested, patient demographics not provided.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, are being found in the logs of multiple devices and there is a concern about the repetitive errors and the amount of bottle side pressure sensors that are being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a noted indicating, "channel error, "channel not working, or just "not working". Although requested, no additional information was provided.

Manufacturer narrative:
The reported complaint of repetitive 240.4150.0 and 240.4150.5 error codes found in multiple device logs was confirmed during review of the error logs; however, the errors were not replicated during testing. Error logs were retrieved from 21 pump modules. No event logs were received. It was reported that there was a concern for repetitive 240.4150.0 and 240.4150.5 errors in the error logs of multiple devices. There was no reported event date. Based on review of the received error logs, 20 pumps recorded multiple 240.4150.0 errors, 20 pumps recorded multiple 240.4150.5 errors, and multiple logs revealed 241.4140.0 and 241.4140.5 errors were also recorded. Functional testing consisting of a 2 hour infusion was performed on the 4 pressure sensors that were operating within specification. No errors or alarms were observed during the infusion. The proximate cause of the repetitive pressure sensor error codes was attributed to the pressure sensors being out of specification. The root cause of devices having alarms happening at random, triggered by the slightest movement and failing accuracy tests could not be confirmed since the devices were not returned for investigation. H3 : code 81= no devices received, log review only.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.